Manufacturer narrative:
Retainer ring = clear. On (B)(6), 2021, the customer alleged was hospitalized for high, bg, dka, insulin flow blocked alarm and physical damage to the battery compartment. Unit passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test at (B)(4) inches. There was no insulin flow block alarm noted on (B)(6) 2021 to (B)(6) 2021. Reviewed the date range between (B)(6) 2021 to (B)(6) 2021. The formatted history file lists insulin flow block alarm on (B)(6) 2021 at 11:13:16.000 during bolus, on (B)(6) 2021 at 19:41:14.000 during bolus, on (B)(6) 2021 at 22:05:30.000 during bolus, and on (B)(6) 2021 at 14:26:50.000 during bolus, the insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. History download was successful using thus and carelink upload was successful. Unit had cracked battery tube threads, cracked case at the battery tube side, minor scratched display window, missing display window cover, scratched case, pillowing keypad overlay and cracked retainer. The test p-cap and reservoir does lock in place in the reservoir compartment. Pump was returned with an allegation of a physical damage to the pump. Physical damage was confirmed on the battery tube threads and battery tube side. Device tested ok with no device problems found. Unable to confirm alleged dka/high bgs. Customer alleged for insulin flow blocked alarm was not confirmed. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
"This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0958-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ""defects"" or has ""malfunctioned"". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act."

Manufacturer narrative:
(B)(4). The insulin pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test at 0.0872 inches. There was no insulin flow block alarm noted on 07/21/2021 to 07/22/2021. Reviewed the date range between 07/13/2021 to 07/20/2021. The formatted history file lists insulin flow block alarm on 07/13/2021 at 11:13:16.000 during bolus, on 07/19/2021 at 19:41:14.000 during bolus, on 07/19/2021 at 22:05:30.000 during bolus, and on 07/20/2021 at 14:26:50.000 during bolus, the insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. History download was successful using thus and carelink upload was successful. The insulin pump had cracked battery tube threads, cracked case at the battery tube side, minor scratched display window, missing display window cover, scratched case, pillowing keypad overlay and cracked retainer. The test p-cap and reservoir does lock in place in the reservoir compartment. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a crack on battery compartment. Customer was hospitalized due to diabetic ketoacidosis and hyperglycemia. The insulin pump was returned for analysis.